Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h10g26065). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient reported that on an unreported date in (B)(6) 2011, he experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. The cause of the peritonitis was unknown and the patient stated that he was very clean and he always washed his hands. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of fungal peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The consumer did not provide an opinion of causality for the event of fungal peritonitis.